Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2010, that a customer had an issue with a catheter, continuous flow. The customer reports after the trellis device was removed, physician attempted to aspirate residual clot in the proximal bpg through the contra lateral sheath. The hub of the contra lateral sheath broke, and caused the clot to embolize to the popliteal, at, and peroneal. Angiojet was used to perform thrombectomy btk. It is reported that the pt is doing fine and was discharged the next day.